Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the sheath tip broke off in patient's sacrum during patient's trial on (B)(6) 2025. As a result, the lead was explanted and replaced; however, a fragment of the sheath was left in the patient.